Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are also unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Additionally, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 400 mg/dl while wearing the pod longer than 48 hours. Due to elevated bg levels, patient was unsure if cannula was properly seated in the infusion site (arm); the pod's cannula was also found bent upon removal. As treatment, patient delivered corrections and applied a new pod. The patient's blood glucose and insulin history are as follows: (B)(6).

Manufacturer narrative:
The received device had the cannula assembly deployed. No evidence was found that would result in an improper insertion of the cannula; a root cause for the reported event could not be determined. The exposed portion of the soft cannula was found damaged, although it cannot be determined when or how this damage occurred. Fluid was able to flow through the fluid path with no signs of struggle. No leaks were found during testing, and no other defects or deficiencies were found that would result in a failure of the device to deliver insulin.